Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provided that the patient experienced implant site pain on the medial side of the right hip. It was noted that the patient was reprogrammed. Additional information received reported that the patient was reprogramed (3- 0+ 14hz 0.5ma). Additional information received reported that the patient had their entire device removed. It was also noted that the issue was resolved.